Event description:
Pediatric pts are anesthetized via inhalation induction in induction room (parents present) utilizing 8 liters of flow from the device. On three occasions the pts failed to be anesthetized and had to be moved to another room. Following each incident, the co repair person was called and an evaluation was performed. Standard diagnostic tests were negative. Attempts at repair included replacing the vaporizer and rebuilding the sodalime absorber head. The problem continued and was eventually diagnosed as a splitting seam in the fitting exchange gauge tube allowing only 2 liters of flow. In retrospect it is thought that greater numbers of pts were actually affected by the defect as evidenced by taking longer than usual times to be anesthetized.